Event description:
The patient's relative called alleging high readings on patient's lifescan meter. The patient was already in the hospital due gastroenteritis. A meter to lab test was done at the time. The lifescan meter read 38 mg/dl and the lab reading was 13 mg/dl and the hospital meter was 40 mg/dl. Meter to another meter comparison is considered invalid. Readings were done within 30 minutes from one another. Between the tests there was no intervention that would be expected to change the blood glucose.